Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device returned for analysis. Returned product consisted of a guidezilla guide extension catheter and a 6f guide catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation of the distal shaft material and the top-proximal side of the collar, and tip damage (misshapen/abrasions), with shaft damage (abrasions) for 1.5 cm starting at the tip. The inner diameter (ID) of the collar of the guidezilla was measured (with a calibrated pin gage) and found to be within the guidezilla specifications . Despite being slightly misshapen, the tip of the guidezilla was able to be measured, and was found within specification. The interventional device used in the procedure was not returned for analysis, so functional testing was conducted with a lab supplied 4.0 mm balloon catheter. The balloon catheter was loaded into the collar of the guidezilla and easily advanced through the distal shaft and out the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that a non-bsc device was stuck in the guidezilla. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A guidezilla¿ ii pv long guide extension catheter was selected for use. During procedure, it was noted that a non-bsc device became stuck on the guidezilla and could not be inserted. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial separation of the distal shaft material and the top-proximal side of the collar.